Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent removal of mesh and concurrent cystotomy on (B)(6) 2011 due to pelvic pain, dyspareunia, and erosion into bladder.(B)(4).

Manufacturer narrative:
Date sent to FDA: 07/11/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01903. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent mesh excision on (B)(6) 2014 by (B)(6) due to erosion.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that due to mesh erosion into the bladder, patient underwent mesh revision on (B)(6) 2011.